Event description:
It was reported that 1 pen ndl 32g 4mm hp was unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported by the consumer the patient end is bent prior to the injection and is having difficulty completing an injection.   Date of event: unknown. Samples: yes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/16/2021. H.6. Investigation: customer returned (6) open 4mm, 32g pen needles without the tear drop label. Customer states that the patient end is bent prior to the injection and is having difficulty completing an injection. All returned pen needles were examined and 4 out of 6 samples exhibited a bent patient end of the cannula. No bent patient end of the cannula was observed on the remaining samples. All returned pen needles were examined and 3 out of 6 samples exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. All remaining samples were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related. The non patient end and patient end of the cannula bent during use of the product by the customer. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pen ndl 32g 4mm hp was unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported by the consumer the patient end is bent prior to the injection and is having difficulty completing an injection.   Date of event: unknown. Samples: yes.